Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Event description:
Event occurred regarding primary plum set where it was reported that disconnection occurred between primary plum line and the 0.2micron filter (supplied by another company). This resulted in a large leakage of pembrolizumab. There were patient involvement and delay in therapy, but unknown was harmed in the event.